Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
During follow-up, a ECG was observed in real time and was flat. The physician believes that the lead has dislodged itself and is now in the device pocket. The device was reprogrammed and a lead revision is anticipated. The patient was in stable condition.